Event description:
The absorbent granules are placed in the carbon dioxide scavenging canister. As the granules absorb carbon dioxide, the color of the granules should change from white to violet. Clinically unacceptable levels of carbon dioxide were seen in pts without a color change occurring. When the granules were finally changed, "clumping" of the granules was noticed.